Event description:
It was reported that during implant of the lead the helix did not work to the physician's expectations on retraction or engagement. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant. The analyst noted that the lead has been stretched causing the inner insulation tubing to buckle which prevents the helix from functioning properly. The helix tests cannot be performed at this time.